Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead could not be fixed when placed in the ventricle. The physician attempted to reposition the lead several times, but failed. The lead was removed and replaced. There were no adverse consequences reported on the patient.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece with a stylet inserted and was measured to be 58.4 cm. The reported event for unspecified helix rotation issues was confirmed. The cause of the reported event for unspecified helix rotation issues was due to blood in the helix region.